Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 - the event date is estimated as 01 january 2024 as it was reported to have occurred on an in janurary of 2024.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant in (B)(6) 2024 using an unknown amplatzer trevisio intravascular delivery system. The device was implanted. On an unknown date it was observed that the patient had a peri-device leak. The decision was made to leave the device implanted with a follow-up scheduled in 6 months to check its status. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of residual leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported residual leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.